Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor under infused during infusion of 75 ml of fluorouracil and 25 ml of saline. The expected infusion rate was 100 ml/46 hours and the actual infusion rate was 100 ml/82 hours with residual drug remaining in the bladder. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured january 11, 2016 ¿ january 13, 2016. The device was received for evaluation with approximately 9ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.